Event description:
Reporter stated that the surgeon inserted an aa4203tl silicone single piece intraocular lens into the pt's eye and the lens tore and a portion of the lens stuck in the injector. The surgeon removed the lens without enlarging the incision. No pt injury occurred.